Event description:
A customer in the (B)(6) contacted biomérieux to report a (B)(6) oxacillin result with (B)(6) cefoxitin screen for a (B)(6) patient isolate in association with the vitek® 2 ast-p635 test kit. The patient outcome was death. Material number = (B)(4), vitek® 2 ast-p635, lot; 7350677103, s/w version = 7.01. Original patient isolate, lab ID (B)(6)- four (4) lab reports (two from (B)(6), two from (B)(6)): (B)(6) - initial isolate testing was cefoxitin screen (B)(6), (B)(6) susceptible in duplicate (B)(6). (B)(6) - repeat test gave cefoxitin screen (B)(6) and (B)(6). A second repeat test, obtained susceptible oxacillin and (B)(6) cefoxitin screen (B)(6). The customer obtained a 2nd (B)(6) blood culture (date unknown at this time), lab ID (B)(6). The oxacillin tested resistant and therapeutic correction was applied to the cefoxitin screen making it (B)(6). Both isolates were confirmed pbp2 (B)(6), meca pcr testing (B)(6), and were (B)(6) on (B)(6) screening media. Cefoxitin screen disk testing was also (B)(6). These tests all confirmed (B)(6). The customer stated that a result of (B)(6) was provided to the treating physician; the discrepant (B)(6) result had no impact on patient treatment decisions. The customer stated the patient had multiple other pathologies; as soon as it was known that there was a discrepancy between media testing and vitek® 2 susceptibilities, the consultant was informed and the patient treated as (B)(6) for (B)(6) infection until proven otherwise. There is no allegation from the laboratory or physician that the (B)(6) result from the vitek® 2 ast-p635 testing caused or contributed to the patient death. The patient isolate has been sent to a reference laboratory (B)(6) for confirmatory testing; results have not yet been returned. Biomérieux has requested patient isolate submittal from the customer for internal investigation.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a false cefoxitin screen test (oxsf) and a false susceptible oxacillin (ox) results for a staphylococcus aureus from patient isolate associated with vitek 2 v7.01 software, ast-p635 card. The presence of (B)(6) strain was confirmed by pcr meca positive. The reference method (agar dilution) for oxacillin (ox) gave susceptible result (ox mic = 1 mg/l s). The disc diffusion for cefoxitin (fox) gave: d=18.5 mm r. Tests performed on the ast-p635 card and system vitek 2 v7.01 impacted (aes parameters: global european based + phenotypic): 2 ast-p635 cards (one from customer lot # 7350677103, cl and one from a lot used as random lot # 7350523103, rl) were tested from cos subculture. These results gave: - cl: ox mic >= 4 mg/l r, negative oxsf test corrected to positive by aes and phenotype "modification of pbp" given by aes. The vitek 2 ox value is an essential agreement error compared to the reference mic (1 mg/l) leading to a major category error. The negative oxsf test is not correlated with the disc diffusion result (r) without the correction given by aes. - rl: ox mic = 2 mg/l s, negative oxsf test and phenotype "acquired penicillinase or modification of pbp" given by aes. The vitek 2 ox value is within essential agreement compared to the reference mic (1 mg/l) without category error. The negative oxsf test is not correlated with the disc diffusion result (r). - on vitek 2 system version 7.01, false susceptible oxacillin and negative oxsf results were reproduced internally on the cl, which lead to the non-detection of the (B)(6)isolate. - on vitek 2 system version 8.01, no improvement observed for mrsa detection. - the strain will be added to the r&d's stock collection.